Manufacturer narrative:
Received one (1) used 011-h3608 smallbore pur yellow ext set w/1.2 micron filter for inspection. As received, the filter was saturated with prior infusate. The set could not be primed at gravity pressure. The pressure was increased till fluid was established. The reported complaint can be confirmed. The probable cause is due to the filter becoming clogged with prior infusate during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9: device available for evaluation: yes. D9: date returned to mfg: 7/25/2024.

Manufacturer narrative:
Additional information in. D4 plots: (B)(6) MFR date: 2/1/2024 exp date: 2/1/2029, (B)(6) MFR date: 2/1/2024 exp date: 1/1/2029.

Event description:
Additional information was received from the customer on june 17,2024. It was reported that there are 2 possible lot numbers 13905274 and 13867745 of the device 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock. The event occurred on may 21,2024 at the end of the infusion, the incident occurred during parental nutrition administration in the morning between 05:00-07:00, the device was connected at 17:00-18:00 with a duration between of 12 ¿ 16 hours during the night. The reporter became aware of the incident though the internal system for complaints. No clinical consequences and no physical consequences to the patient. The patient did not receive the intended dose, with around of 1hour of delay, the parental nutrition bags and tubing were replaced, there was a need for additional medical intervention regarding the dose of parental nutrition. The exact problem with the filters were that the pump had an occlusion alarm preventing the administration, the pump used was a sapphire multitherapy with the manufacturer eitan medical with the serial number (B)(6). No problems with the pump were reported, and the following steps have been taken to resolve the issue, but with no success: checking the line (no visible kink or occlusion), removing and reinserting the cassette, reprogramming the pump, changing the pump and checking reflux on the catheter. No visible defects, holes, cuts, tears with the filter.

Event description:
The event occurred on an unknown date involving a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock where the customer reported an issue with the administration of a parenteral nutrition bag. The unspecified pump rang occlusion after around 11 hours of administration out of 13 hours scheduled. The pump was restarted, and various tests were carried out, including a pump change. The patient¿s catheter has a good reflux, and the infusion line did not appear to be kinked. The incident occurred one time and the device were retained. There was patient involvement, unknown adverse event/human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.